Manufacturer narrative:
A sample has been rec'd but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that air was unable to be output even though the button for air substitution had been pressed. Consequently, the vitreous pressure decreased and a temporary hypotony occurred. After pressing the button several times, the air was able to be output and the case was able to be completed. There was no pt impact reported. Add'l info has been requested.